Event description:
The customer reported the dpm central station system crashed, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The system had a failed hard drive, which caused the system to crash. The customer was provided with a replacement dpm central station system.